Manufacturer narrative:
Insulin pump passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Insulin pump was monitored and tested with no unexpected battery power loss and rewind anomaly noted. Insulin pump was received with power error due to j6 connector resistance issue. Insulin pump received with erased serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss error keeps coming up on pump and had to keep rewinding and insulin pump had power error detected alarm. The customer¿s blood glucose level was 196 mg/dl. The customer was also reported that serial was rubbed off on insulin pump. The insulin pump will be returned for analysis.